Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine at 3.7 mg/day ( concentration unknown) for non-malignant pain. It was reported that yesterday ((B)(6) 2022) they did a refill and they were expecting at 6 ccs and got back 22 cc's of drug. It was noted that they could not aspirate from the catheter access port (cap) and the x-rays looked like the catheter was in place. It was noted the patient felt the personal therapy manager (ptm) was helping them and there was no therapy issues but the hcp was concerned about the large volume discrepancy. It was reported they would keep an eye on the volume discrepancies and efficacy for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the cause of the volume discrepancy was not found. There were no further actions or interventions completed and the hcp planned on continuously monitoring clinically. The patient's weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient also continually complained of increased pain. The patient was unable to have MRI due to competitive stimulator; he also was unable to have CT scan. The patient was sent to neurosurgery for catheter revision. There were no environmental, external or patient factors that may have led or contributed to the issue that anyone was aware of. The diagnostics and troubleshooting performed was they were unable to withdraw from the cap (catheter access port) so no dye study completed. The patient couldn¿t have MRI or CT scan. The actions and interventions taken to resolve the issue was a catheter replacement. The physician replaced entire catheter with new a new catheter. There were no obvious kinks or fractures in old catheter. The patient does have a very slow low flow of csf (cerebral spinal fluid). Per the reporter they were able to withdraw from cap with new catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. It was noted that the pump was delivering infumorph 20mg/ml at 5.2mg/day, bupivacaine 5.2mg/ml at 0.5mg/day and baclofen 51.3mcg/ml at 4.9mcg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the healthcare provider. Who stated, that the patient was inquiring if their smart watch would have been the cause for the discrepancy that occurred. It was reviewed, that if the smart watch were to cause the stalls. They would see motor stall messages in the pump logs. The healthcare provider stated, those alerts were not seen at time of the event. Per the healthcare provider, the plan is to continue to monitor the patient. And check for volume discrepancies at next refill on 09-nov-2022.

Event description:
Additional information was received from the healthcare provider who stated that the patient was inquiring if their smart watch would have been the cause for the discrepancy that occurred. It was reviewed that if the smart watch were to cause the stalls they would see motor stall messages in the pump logs. The healthcare provider stated those alerts were not seen at time of the event. Per the healthcare provider the plan is to continue to monitor the patient and check for volume discrepancies at next refill on (B)(6) 2022. 2022-oct-21 rtg0335129 update (hcp): additional information received from the healthcare provider (hcp) indicated that a catheter revision was planned. When the pump was accessed on (B)(6) 2022, 25ml was aspirated and 11ml was expected. The hcp was unable to aspirate through the catheter access port (cap). The patient was also experiencing "subclinical" signs of withdrawal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.